Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 01-dec-2022: none of these had any incidents reported, they were simply not working and came for service.

Event description:
It was reported that during a returned order service, a non stop alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: yes, non-OEM tamper seal identified. Physical condition of device: top case cracked/chipped by the front right bottom corners. Cracked right plunger case and battery door. Visible contamination. Unable to retrieve ehl due to constant alarm with no display. The reported issue was duplicated, yes, device power up with constant alarm with no display. The cause of the reported issue was due to reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. So a DHR review was not performed. Service history review identified this device has not been in for service previously.